Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this right ventricular (rv) lead exhibited impedance issues and high pacing thresholds. Consequently, the patient underwent revision surgery, in which the rv lead was surgically capped and replaced with a new one. During this surgery the pacemaker was explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported.